Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was false empty detect, use error, initial drain alarm setting inappropriately programmed, excessive drain and unexpected high uf for therapy compare to other therapies.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.

Event description:
The customer contacted baxter?s technical service center to report a high drain alarm on the homechoice (hc) machine during use, patient not connected. The home patient (hp) stated that he turned the machine on and had a message that stated call pd nurse. The baxter technical service representative (tsr) had the hp arrow down to change program to get therapy, but the hp stated that the machine would not let him arrow down. The tsr tried several times, but could not obtain any therapy information. The tsr advised the hp to contact his registered nurse (rn). There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.